Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional and company representative regarding a patient receiving gablofen (2000 mcg/ml at 879.9 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that a pump alarm was heard and telemetry confirmed a critical alarm was occurring. The alarm was due to "reset", "reset occurred - low battery" and "safe state". The whole event log was full of resets. The patient had no symptoms. The pump was replaced. The catheter was checked and "flowed fine" but the surgeon decided to put on a new pump segment of the catheter. After explant the pump was alarming about every 30 seconds, they attempted to silence the alarms, but the pump would start to alarm again. The pump off passcode was provided and the pump was updated to off state to stop the alarming.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver baclofen (2000 mcg/ml at 12.4 mcg/day). Analysis of the pump found high resistance across the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.